Event description:
Clinical study. Same case as 6000093-2007-01951. It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the patient had ventricular tachycardia. The index procedure treated a 3.5x18mm, 95% stenosed lesion in the saphenous vein graft (svg) to proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.5x24mm drug eluting stent. Residual stenosis was 0%. The procedure also treated a 3.5x28mm, 95% stenosed, moderately calcified, severely tortuous, ostial lesion in the proximal left circumflex (prox lcx) with predilation and placement of a taxus express2 3.5x32mm drug eluting stent. Following post-dilation, residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. Foour days post index procedure, the patient was admitted with a diagnosis of urosepsis. He had significant hypotension initially and was placed on IV dopamine, fluids, and antibiotics. The urosepsis eventually resolved. Because of continued urinary frequency, an urology consultation was performed. It was felt flomax was adequate and the patient was being adequately treated with antibiotics. It was recommended that this continue for 7 days. The patient had done well, otherwise. He was noted to have nonsustained ventricular tachycardia. A significant discussion regarding ICD implantation was performed. The patient opted against have an ICD at this time.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.